Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the radial and poly head assembly of the device was displaced from the stem assembly a few weeks after implantation. The device was removed from the patient several weeks after the implantation. Integra has requested additional information from the reporter.